Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .

Event description:
It was reported, that a dynesys l.i.s. Fusion cord 100 was implanted on (B)(6) 2015 on the left side. Patient was complaining of left lower extremity pain on (B)(6) 2015 since her dynesys implant. On (B)(6) 2015 the dynesys l.i.s. Fusion cord, spacer and screws from the left side were removed. The patient still has the dynesys construct on the right side at l4-l5.